Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The material separation was confirmed. The difficult to open or close and the entrapment are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The subsequent treatment is related to the circumstances of the procedure. In this case, a guide break occurred. This may have occurred during insertion, during manipulation of the device with the foot open during pull back to the vessel wall, during deployment of the plunger, which then lead to the separation when capturing tissue during closure of the foot. The break would align with the reported ¿footplate wire the only thing visible outside the patient¿s skin.¿ this condition would contribute to the entrapment as there would be no control to close the foot nor align the broken section to the access site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of a right common femoral artery using a prostyle device after a pulsed field ablation (pfa) procedure with a large-bore sheath. Reportedly, a prostyle device was inserted, but the foot plate was unable to close. The physician tried to open and close the footplate again and retract the device; however, the proximal guide and body of the prostyle disassociated from the distal guide leaving the footplate wire the only thing visible outside the patient¿s skin, causing a delay in the procedure. Vascular surgery was called and began getting access from the internal jugular to snare and retrieve. Surgeon did a cut down on the internal jugular and was able to remove the footplate. Manual compression was then used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.